Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, sought medical care due to a site infection. The pt was treated with antibiotics and instructed to later return for a minor surgical procedure, so as to correct what appeared to be electrode tip erosion. No other resulting adverse pt effects were reported and the system remains implanted and in service. Boston scientific tech svs reviewed the pt's data to include an image of the infection site; concluding that this may have resulted from an allergic reaction to a raw material system component. A list of materials was provided to the field rep.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.